Event description:
Prior to procedure starting, while counting the surgical patties to be used for the procedure, it was noticed that 3 of the 10 surgical patties were missing the blue radiopaque strip on the surgical patties. The surgical patties were immediately removed from the sterile field and replaced prior to use on the patient. This is a near miss patient safety event report.